Manufacturer narrative:
The eval of the logfiles revealed that the system was functioning correctly; during the treatment the eyetracker of the laser was active and the laser energy was constantly within specifications. Root cause was not identified. (B)(4).

Event description:
Customer reports a laser issue during an epi-lasik surgery. No pt harm was reported and no further info was provided.